Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. No unexpected rewind anomalies noted. No unexpected failed battery test anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected back light alarm anomalies noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. Device received with stripped battery cap coin slot(p). (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump's buttons were harder to press. Customer's blood glucose level was unknown. Customer changed out batteries more frequently every 4 to 5 days. Customer stated sometimes insulin pump rejected new batteries and received failed battery test. Customer mentioned that they smelled like insulin, as per customer insulin possibly leaked, backlight was dimmer, motor was slower during rewind sometimes. Customer also received random unexplained no delivery alarms few times and had to rewound more than once. Customer mentioned that insulin shoot out during priming few times and buttons were harder to press. Customer also mentioned that battery cap was worn, insulin pump first alerted of low battery and shut off. Insulin pump will not be returned for analysis.